Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed, and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medwatch reference #: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked. After approximately five minutes into a patient ¿infusion of normal saline via peripheral intravenous line (piv) with white clave attached¿ it was observed ¿to be leaking distally just above the luer lock". In order to resolve the issue a new set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.